Event description:
The user facility reported that the involved angio-seal device tip of the insertion sheath was kinked due to calcification. The device was not used, and manual compression was applied for 30 minutes to achieve hemostasis. Subsequently, hemostasis was successfully achieved by manual compression only. No health damages. Estimated blood loss was less than 250cc's. The procedure before deploying the device was percutaneous coronary intervention. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 french. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. The event occurred intra-operative. The patient was not injured during the event and medical or surgical intervention was not required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
Patient identifier: requested, not available due to hospital policy. Age & date of birth: requested, not available due to hospital policy. Patient sex: requested, not available due to hospital policy. Weight: requested, not available due to hospital policy. Ethnicity: requested, not available due to hospital policy. Race: requested, not available due to hospital policy. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The likely cause was determined to have been damage sustained by the device due to off-axis loading during device insertion. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. The risk level is within limits.